Event description:
It was reported that the patient presented with his inflatable penile prosthesis (ipp) device no longer functioning properly. Upon inspection, the physician confirmed that there was a loss of fluid in reservoir. The physician decided to replace the reservoir of the device. There were no patient complications.